Event description:
It was reported that the user¿s ilet powered off due to a depleted battery, resulting in loss of connection to the paired app and dexcom g7 sensor, after which the user relied on the g7 app, administered a 7-unit mdi, and later reconnected and resumed insulin therapy with assistance; the event involved improper or incorrect procedure or method related to usage and no specific device component was implicated. Symptoms included hyperglycemia with fatigue. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the issue related to improper or incorrect procedure or method, with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.